Event description:
It was reported that the customer received "multiple occlusion alarms" during bolus delivery. The customer's blood glucose level was in the 200s mg/dl. The customer temporarily reverted to manual insulin injections for diabetes management. The customer changed the infusion set and cartridge every 2-3 days. As the customer was not wearing the pump, a system check by tandem technical support to determine a possible cause was unable to be performed.

Manufacturer narrative:
Additional info received indicated that the customer has been changing the cartridge and infusion set every 2 days and was better. The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.